Event description:
It was reported that the lead was explanted and replaced due to an increase in pacing lead impedance. Upon opening the pocket, lead was found twisted. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.